Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a modified laparoscopic duodenal switch, while stapling the enterotomies close, the reload appeared to catch and drag the tissue versus a clean transection, it was noted that there were several malformed staples in the cavity. There was also incomplete staple line centrally. The surgeon needed to oversew the staple line. There was minor loss of tissue and damage.